Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. When the was was inserted into the body there was a blood clot in the tip of the sheath. The physician removed the device, flushed the device and checked to ensure the activated clotting time (act) was within adequate range. The act was within an adequate range as it was between 275-358. After performing all this the was reinserted into the patient. Once again the blood clotted around the sheath. The physician removed the device and replaced it with a new was. The second was had no issues and the procedure was completed without any further complications. The patient is doing fine.